Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg111009-02; 100miu/ml hcg urine control lot: hcg120223-01; 224.7iu/ml hcg urine control lot: hcg111130-01. Summary of results: the retention strips meet qc specification. Details below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minute read time when tested with 244.7iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. As of (B)(4) 2012, one case has been reported on this lot. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a false negative urine hcg result on a pt who is twenty weeks pregnant. The pt has been seeing her doctor regularly for her pregnancy. On (B)(6) 2012, her doctor was not available so medical facility of the center did the urine test in the evening and result was negative. Pt questioned result. Next day in the morning, pt was tested again with both current lot and another lot (lot number not provided). Result was positive on the other lot and negative on current lot. Follow up visit to the doctor shows she is still pregnant. Medication and other health condition unknown.